Event description:
It was reported that the bed exit alarm was not annunciating during testing of a live system. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Upon inspection, it was determined that the issue was due to a asbc wiring problem. The technician corrected the wiring and tested the system and was it functioning as designed. Based on this information, no further actions are required at this time. Although there was no injury reported, if the reported issue of a bed exit alert not annunciating were to recur, it could result in a serious injury or death therefore, hillrom is reporting this malfunction.